Event description:
It was reported that during the initial implant procedure loss of sensing and loss of capture were noted on the right atrial (ra) lead. Repositioning of the ra lead was attempt, however, helix damage was observed. Rotation of the helix was not tested prior to introducing the ra lead into the body of the patient. Abbott technical support was contacted and the ra lead was explanted and replaced to resolve the event. The patient was in stable condition.